Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized in late (B)(6) for an infusion set malfunction. The customer also mentioned that he had a reservoir leak. His blood glucose at the time of incident was 435 mg/dl. No treatment or symptoms were mentioned in relation to the hyperglycemia. Troubleshooting was initiated for the reservoir leak and the customer confirmed that the reservoir was leaking from the top of the snap cap. Fluid was also found in the reservoir compartment. The tubing connector was also wet. There was no damage noted on the reservoir or reservoir compartment. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of ten opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.